Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be retuned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 541 mg/dl. The customer was also spilling ketones. Prior to the event, the customer experienced high blood glucose levels for a few weeks. The customer's blood glucose levels would decrease when treating with an insulin pen, but later she would again experience high blood glucose levels. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.